Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad issues. The customer¿s blood glucose level was 129 mg/dl at the time of the incident. The customer was reported that when they tried to push the buttons nothing happened. Customer was changed the battery still insulin pump was freeze. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.